Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion in an ami (acute myocardial infarction) patient, iab was difficult to insert into maquet sheath. The iab was replaced to continue therapy. Moderate tortuosity and sclerosis, and mild calcification were noted in the patient vessel. There was no patient injury reported.